Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to ipg charging and communication issues. The patient was doing well postoperatively. The explanted ipg will not be returned.